Event description:
It was reported that externalized conductors between the two coils were observed through imaging during scheduled follow up. No electrical anomalies were noted. Patient will be scheduled for follow up. Patient condition was good. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.